Event description:
The patient has a lesion on his back with a seroma drain placed one week ago to drain the ulcerated lesion. The drain became kinked and was not draining. A new seroma drain was placed, but the plastic sleeve of catheter kinked and tore when advanced through the skin. Two drains kinked and tore, and a third drain was finally secured in place. The drain had to be sewn in place upside down to prevent damage to the catheter sleeve. The patient was not injured, and the drain was patent and functioning at the conclusion of the procedure.====================== health professional's impression======================the catheter was not functioning properly.